Event description:
Customer reported customer stated sys had locked up during boot up.

Manufacturer narrative:
Gehc svc personnel replaced ffb board and adjusted power supply, system working as intended.